Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new pair of 9.5mm x 16 cm spectra cylinders was implanted. It was further reported the infection was located in the corpus spongiosum of the penis. It was not determined what type of infection the patient had. The patient felt pain at the site of the surgery a month before the surgery. The physician believes the infection was caused by "carelessness of disinfection by patient." The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Infection was reported. The two spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer layer that were the result of tool damage that exposed inner segments consistent with explant damage. Both cylinders are functional. Review of manufacturing documentation was not performed. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to an infection. A new pair of 9.5mm x 16 cm spectra cylinders was implanted. It was further reported the infection was located in the corpus spongiosum of the penis. It was not determined what type of infection the patient had. The patient felt pain at the site of the surgery a month before the surgery. The physician believes the infection was caused by "carelessness of disinfection by patient." The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.